Event description:
It was reported that a small piece of the teeth from the shaver blade broke off in middle of case. The physician cleaned the joint up using a new shaver blade and the small metal tooth was suctioned up using another shaver blade.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: a small piece of the teeth from the shaver blade broke off in middle of case the failure(s) identified in the investigation are consistent with the complaint record. The probable root cause of these issues could be the inner tube impacting the housing edges and/or the blade coming into contact with a hard object. The product was returned for investigation, and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a small piece of the teeth from the shaver blade broke off in middle of case. The physician cleaned the joint up using a new shaver blade and the small metal tooth was suctioned up using another shaver blade.